Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, an extreme amount of trunnion wear was noted, and damage to the rim of the liner from the stem. The shell was well-fixed and well- positioned and was not revised. The patient was revised to a restoration modular stem construct, ceramic head, and mdm/adm liner construct. Primary implantation occurred within the revision facility's hospital network but the exact hospital is unknown. Rep reported that no further information will be released by the hospital or surgeon.